Event description:
Md was performing a uterine dilation and hysteroscopy. After insertion of hysteroscope, md visualized a uterine perforation. Procedure discontinued and laparoscopy performed. Perforation site cauterized. Estimated blood loss was 10cc. No adverse outcome to pt, no extended length of stay.